Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or item number was provided for further evaluation. Further investigation of the complaint is not possible. As stated: "lot number: "006176840" was missing a digit. We are unable to locate the lot number in our system. In addition, no contact information was provided." We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: per medwacth number; mw5102425. A leak at the side port of the b. Braun blood tubing. Rn had to remove this set and set up a new set. After further investigation the tubing then completely severed. No patient harm noted, some blood was lost in the tubing, not used on pt. Issue identified as priming tubing." It should be noted that lot number: "006176840" was missing a digit. We are unable to locate the lot number in our system. No contact information on the form was provided, an attempt to confirm the lot number and obtain additional information is not possible.